Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with an abdominal arotic aneurysm stent graft to treat an aneurysm on the left side. The secondary case for this patient was completed on (B)(6) 2018 to treat an iliac aneurysm on the right side. The patient was asymptomatic and no devices were explanted.

Event description:
Additional information received during the investigation confirming there is no alleged deficiency against an endologix device and therefore, a complaint is not warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a device after it is distributed for clinical use. This investigation will be closed.